Manufacturer narrative:
H10: the unit was not in patient use at the time of the reported issue. There was no resulting patient or user harm. The customer resolved the reported issue and the device returned to service after passing performance specification testing. Additional information was requested but not provided by the customer. The corrective action is not known; the customer did not specify. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Received feedback from philips international team: nmpa case#: (B)(4) on the v60 ventilator indicating the touchscreen was not responsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.